Manufacturer narrative:
Device evaluation: one suture, #2 co-braid, ultrabraid, 38" device was returned for evaluation of the reported complaint mode, "broken suture". The insertion device was received without the suture, or anchor. The distal end of the inserter was checked for sharpness, which could have led to suture breakage; no sharp edges were found. As the insertion device was received without the suture or anchor, the complaint was not able to be confirmed and a root cause could not be determined. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues which could have contributed to the nature of the complaint. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. (B)(4).

Event description:
During hip arthroscopy procedure, the suture broke. Surgeon removed the suture from the patient however the anchor (unknown type) was left in the patient unsupported. A back-up device was used to complete the procedure.